Event description:
It was reported that the customer experienced a smashed screen on their pump, rendering the touchscreen unresponsive and illegible. There was no adverse impact on the customer¿s blood glucose level, as it remained below 500 mg/dl. The customer reverted to using multiple daily injections as a backup for insulin delivery until a replacement pump was sent.